Manufacturer narrative:
H3, h6: the device was used in treatment. As no product could be returned, a thorough evaluation of the device could not be carried out. We have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. It was reported that all lights come one and the pump cannot work. This means that the device entered a non-recoverable error state. There are various reasons that the device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. This is a patient safety feature. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. The complaint history review found further instances of the reported event, however this investigation is now complete with no further action deemed necessary at this stage, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during treatment as soon as the pump is activated, all lights come one and the pump cannot work, back up was available. No patient harm reported.